Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Pt mentioned they've been turning up and down their stimulation and mentioned how they were doing that and asked if it was right. Pt mentioned they were shown how to use the controller and how to charge their ins. Agent reviewed general use of equipment. While on call, pt mentioned they feel electric shock in their legs right now. Pt later stated they were told to lay down and they have to get situated in their bed and then the stimulation feels fine. .